Manufacturer narrative:
Reportedly, the explanting facility retained this pacemaker. At this time, the pacemaker has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that the right atrial (ra) lead connected to this device was surgically capped and abandoned due to high out of range pacing impedances. This pacemaker was explanted and replaced during the same procedure due to normal battery depletion. No additional adverse patient effects were reported.